Event description:
It has been brought to manufacturer's attention that the patient is reporting recurrent otitis externa while using a cshell 6.0 with his hi (auedo i90-sphere). He uses a cshell on his left ear and a dome on the other side. He previously used domes with his hearing aids and did not have an issue. The patient reports "every 6 weeks he gets another (outer) ear infection" and this began when he started using the cshell (B)(6) 2024. The provider hypothesizes this may because it fits deeper than the domes he was using. Symptoms the patient has been experiencing are "white, squamous debris" as observed with otoscopy and he has experienced itching. The patient has been seeing his primary physician to have ear "flushed out" and has seen ent "for treatment". The ent has been prescribing "antibiotic drops" for treatment. This has also led the patient leaving the hearing aid out for periods of time while the condition resolves.